Manufacturer narrative:
A2) patient age - average age, 76.5±9.9. A3a) patient sex - females 153, males 249. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, perforation and embolism are listed as possible complications with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 22feb2022) ¿phoenix atherectomy for patients with peripheral artery disease¿. The study retrospectively aimed to evaluate the safety and the long-term effectiveness of the phoenix atherectomy for the treatment of complex and calcified lesions in pad patients. A total of 558 lesions were treated in 402 consecutive patients were enrolled in the study between july 2017 and may 2021. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 5 patients who experienced vessel perforation, with 2 requiring covered stent placement, 10 asymptomatic distal embolization, and 64 target lesion revascularizations during follow-up (MDR #3007284006-2026-00354). Additionally, there were 57 cardiovascular deaths; however, the cause of death was not reported in the article (MDR #3007284006-2026-00355). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 22feb2022 has been used, the date of publication. Giusca, s et al_ 2022_phoenix atherectomy for patients with peripheral artery disease. Eurointervention, 18(5): e432-e442. Https://eurointervention.pcronline.com/doi/10.4244/eij-d-21-01070. This report captures the serious injuries that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.